Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through january, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2016 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2016 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through january 31, 2017. (B)(4).

Manufacturer narrative:
Feb 2017 asr exemption e2013025 the total number of events for product classification code otn is 487. Qty 3- align combo kit without dilator qty 109- align r retropubic urethral support system qty 14- align rs retropubic/suprapubic urethral support system qty 6- align¿ rs retropubic/suprapubic urethral support system, w/o dilator qty 65- align s suprapubic urethral support system qty 96- align to trans-obturator urethral support system- halo qty 85- align to trans-obturator urethral support system- hook qty 18- align to trans-obturator urethral support system- hook & halo qty 89- align urethral support system qty 2- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Feb 2017 asr

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through january, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through january 31, 2017 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
N/a

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2016 through january 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.